Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision for preservation uni knee joint replacement, (B)(6), (B)(6) 2018. As per surgeon, the patient was experiencing pain. Revision of preservation tkjr completed. The tibial insert had split in half. The femoral component was loose. The patient had their primary surgery in 2005. There was metallosis present despite the tibial tray showing limited signs of wear. (B)(4) representative was present at the case. A primary pfc c ps rp tkjr was performed. Male patient age (B)(6) years. Unknown: (B)(4) preservation tibial insert. Unknown: (B)(4) preservation femoral component.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned devices confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.